Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room because customer was not feeling well and also not getting insulin. It was stated that the cannula was bent when she removed from body at the emergency room. The troubleshooting was performed for the bent cannula. The insulin pump will not be returned for analysis.